Manufacturer narrative:
Other relevant components include: product ID: 8780,serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and spinal cord injury/disease. The pump contained gablofen with a concentration of 2000 mcg/ml at a dose of 1600 mcg/day. It was reported the patient had an issue in the past in august 2016. The hcp stated the patient had complete block resection of his spinal cord, so he was prone to really bad spasms. The hcp stated they kept on having to re-increase the rate multiple times, and they got up to 1600 mcg/day, but then it made the patient sleepy. The hcp stated he didn¿t think something was right, so the patient ended up being placed with a new catheter and hooked up to the same pump. The hcp stated they adjusted the patient¿s dose at the time to 600 mcg, but that made the patient sleepy so they dropped it down to 175 mcg/day.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the pump had been removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.